Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. The companion sample was evaluated but no issue was observed. It was reported that the customer connected a y accessory between the patient catheter and the luer lock of the access line. The user manual instructs that the access line of the set must be directly connected to the patient catheter (i.e. Without any device between the access line and the catheter) via the male luer connector of the access line. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Thus, the use of the y-connector during treatment is use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at an unknown time during continuous renal replacement therapy with a prismaflex st 150, the access blood line became disconnected from the y-connector which was connected between the blood line and unspecified type of catheter. This resulted in approximately 50 ml of blood loss. The extracorporeal blood was not returned and the patient required a blood transfusion. No additional information is available.